Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. B63575-invalid, 863576) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify not performed". The patient's medical history included menses irregular, sacral colpopexy and iud dislocation. Previously administered products included for prevent pregnancy: mirena iud from (B)(6) 2010 to (B)(6) 2011; for an unreported indication: iud nos. Concurrent conditions included obesity, back pain, spotting vaginal, intramural leiomyoma of uterus, adenomyosis, prolapse, endometriosis and cystoscopy. Concomitant products included medroxyprogesterone acetate (depo provera) for genital bleeding. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal area pain") and complication of device insertion ("complication of device insertion") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with surgery (endometrial ablation on (B)(6) 2012 and hysterectomy with bilateral salpingectomy-(B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain had resolved and the genital haemorrhage, migraine, headache, dysmenorrhoea, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, complication of device insertion, dysmenorrhoea, genital haemorrhage, headache, migraine, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy to be noted in esusre insertion date as 2012. Current weight 127 lbs. Received treatments for events- genital bleeding, migraine/headache, pelvic pain female, vaginal discharge, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Pregnancy test - on an unknown date: negative.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received: fu2&3 process together, lot number were updated, onset date of previously reported events ¿ pelvic pain female , abnormal bleeding (general), weight gain,complication of device insertion was added. On 24-sep-2019: pfs received: fu2&3 process together, product indication were updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure (batch no. B63575-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify not performed". The patient's medical history included menses irregular, sacral colpopexy and iud dislocation. Previously administered products included for prevent pregnancy: mirena iud from (B)(6) 2010 to (B)(6) 2011. Concurrent conditions included obesity, back pain, spotting vaginal, intramural leiomyoma of uterus, adenomyosis, prolapse, endometriosis and cystoscopy. Concomitant products included medroxyprogesterone acetate (depo provera) for genital bleeding. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal area pain") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with surgery (endometrial ablation on (B)(6) 2012 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain had resolved and the genital haemorrhage, migraine, headache, dysmenorrhoea, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, headache, migraine, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy to be noted in esusre insertion date as 2012. Current weight 127 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Pregnancy test - on an unknown date: negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. B63575-not valid,863576) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify not performed". The patient's medical history included menses irregular, sacral colpopexy and iud dislocation. Previously administered products included for prevent pregnancy: mirena iud from (B)(6) 2010 to (B)(6) 2011; for an unreported indication: iud nos. Concurrent conditions included obesity, back pain, spotting vaginal, intramural leiomyoma of uterus, adenomyosis, prolapse, endometriosis and cystoscopy. Concomitant products included medroxyprogesterone acetate (depo provera) for genital bleeding. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal area pain") and complication of device insertion ("complication of device insertion") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with surgery (endometrial ablation on (B)(6) 2012 and hysterectomy with bilateral salpingectomy- (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain had resolved and the genital haemorrhage, migraine, headache, dysmenorrhoea, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, complication of device insertion, dysmenorrhoea, genital haemorrhage, headache, migraine, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy to be noted in esusre insertion date as 2012. Current weight 127 lbs. Received treatments for events- genital bleeding, migraine/headache, pelvic pain female, vaginal discharge, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Pregnancy test - on an unknown date: negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Lot number b63575 is notvalid. Lot number: 863576, manufacture date: 2011-0,5 expiration date: 2014-05 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: update of information (batch is not valid). On 17-oct-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure (batch no. B63575) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify not performed". The patient's medical history included menses irregular, sacral colpopexy and iud dislocation. Previously administered products included for prevent pregnancy: mirena iud from (B)(6) 2010 to (B)(6) 2011. Concurrent conditions included obesity, back pain, spotting vaginal, intramural leiomyoma of uterus, adenomyosis, prolapse, endometriosis and cystoscopy. Concomitant products included medroxyprogesterone acetate (depo provera) for genital bleeding. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal area pain") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with surgery (endometrial ablation on (B)(6) 2012 and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain had resolved and the genital haemorrhage, migraine, headache, dysmenorrhoea, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, headache, migraine, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as 2012. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Pregnancy test - on an unknown date: negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 1-may-2019: pfs and mr received: lot number was added. Events: genital bleeding, migraines, headaches, dysmenorrhea, pelvic pain, vaginal discharge, weight gain, abdominal pain, device monitoring procedure was not performed were added. Essure removal date and surgeries were added. Essure insertion date was updated. Lab data were added. Medical history were added. Historical and concomitant drugs were added. Reporter causality comments were added. We received the lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report .